Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient's stimulation was turning on and off uncomanded, shocking the patient. Patient also experienced tachycardia symptoms. Surgical intervention was undertaken on (B)(6) 2024 during which the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The report of ¿shocking sensation¿ was not confirmed. Analysis of the returned ipg found it communicated with all lab utilities and passed all functional testing on the ate (no anomalous outputs were observed).

Manufacturer narrative:
Section g2: health professional as a report source was selected. Section h3: product was not returned to manufacturer.